Manufacturer narrative:
Natus medical has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Natus received a complaint on (B)(6) 2017 that their neoblue blanket (pn006254, (B)(4)) output (light intensity) is low, it read 5. In a follow up communication, customer reported how the device may have been damaged because a loose screw floating around inside can be heard. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns. Natus medical has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Manufacturer narrative:
Natus factory service evaluated the returned light box and found that it exhibited symptoms of degradation or discoloration consistent with the existing field safety corrective action for neoblue blanket systems. Natus medical initiated a field safety corrective action for neoblue blanket systems in (B)(6) 2015 as a result of investigations conducted by natus medical. These investigations showed that this failure occurs after extended exposure to the intense light source within the box, at which time the pad no longer provides the therapeutic treatment for which it is intended. Natus is in the process on confirming a neoblue blanket configuration which will not be susceptible to the degradation described above. The complainant was provided with a replacement neoblue blanket light box. The complaint investigation has concluded.